Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an mpfl procedure, the ar-4020c-07 fastthread biocomposite interference screw crumbled after the first turn into the femoral component of the mpfl reconstruction. The screw was being implanted into a 6mm tunnel, and a bc interference driver was being used. The rep confirmed that the broken screw was fully retrieved and disposed of. The sales rep reported there was no adverse event involved. Additional information received on 03/14/2019: the rep confirmed that the broken screw was fully retrieved by using a hemostat. The case was completed by tying a suture button (ar-8920) on the lateral femur. The rep stated an unplanned incision was made for the suture button fixation. The bone quality was reported soft.